Event description:
It was reported that during an implant procedure, this versacore guidewire was being used by the physician when they appeared to have perforated and poked a hole in the superior vena cava / right atrial junction. A catheter was advanced over the wire and went extravascular as well. The patient's vitals dropped and a sternotomy was attempted, but the patient ended up passing away. All evidence indicates the versacore wire was removed from the body and no additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).